Manufacturer narrative:
Event date: estimated date. The location of the device is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five additional proglide devices referenced are filed under separate medwatch report numbers. Na.

Event description:
It was reported a total of six proglides were used; however, all were defective. The method to achieve hemostasis was not specified. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Estimated date of (B)(6) 2021.